Event description:
It was reported that the patient was in the office for a device follow up and interrogation found invalid data. It was also reported that the patient was undergoing radiation therapy. It was reported that the left ventricular lead had a high threshold. The lead amplitude and pulse width were adjusted and the lead remains in use. The device also remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem was noted as the save to disk file (B)(4) shows parity error count was 13 between (B)(4) 2012 14:44:50 and (B)(4) 2012 12:40:32.